Event description:
Customer reported via phone call that she was hospitalized with diabetic ketoacidosis. Blood glucose value at the time of admission was over 600 mg/dl. The customer experienced stomach cramping. She was treated with insulin and fluid by IV. The customer was wearing the insulin pump at the time of the hospitalization. Customer stated that she went to her doctor and the doctor sent her to the emergency room. She was diagnosed with h pylori a week prior and the hospital stated that was what caused the high blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.